Event description:
Patient reports the aligner has caused one of the teeth/nerves to turn gray/discolored with some discomfort. No other details provided

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.